Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 03/05/2014 with the following findings: the keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed that the down keypad button was intermittently responsive. There was evidence of keypad contamination found under the up, down, and contrast key contacts.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter stated that multiple keypad buttons were intermittently unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.